Event description:
An abre stent (16 x 60) , was implanted in the civ of a patient. Ivus is used for sizing. The patient was hydrated. The stent did not land in a curve. Nothing unusual with the delivery of the stent. No excessive force. The stent vessel was post-dilated. The stent was confirmed to have proper placement following deployment. The stent is reported to have migrated to the right ventricle/tricuspid valve, the explanting physician doesn¿t think migration is recent. Approximately 6 months post procedure the patient presented with chest pain and shortness of breath. After consulting with the cardiologists it was concluded that an endovascular retrieval was too risky and the patient was sent to have the stent removed via open surgery. The patient received a replacement tricuspid valve. Patient has been discharged and is doing well. The imaging shows bare struts are not encapsulated by tissue. Suggesting it is unlikely that stent was against the wall for most of the last 6 months, more likely that the stent migrated right away and has spent most of the last 6 months in the ivc/right atrium, and only more recently getting into the valve and causing heart symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis one still image was provided for evaluation. The image shows the bare struts have tissue/biologics present on them but are not encapsulated by tissue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.